Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the functional testing. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer also reported that the insulin pump was dropped and the screen was cracked and black. The customer's blood glucose reading was 105 mg/dl, but after 4 or 5 days the customer's blood glucose reading rose to 1200 mg/dl. The customer was not wearing the insulin pump 4 or 5 days before being admitted due to the screen being cracked and blank. The customer's device was replaced, and was advised to return their device for analysis.